Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had surgery to remove the essure implant due to unspecified injuries. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure". Prosthesis migrated/ essure device was located embedded in the omentum') and menorrhagia ('menorrhagia') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included chronic cervicitis, anxiety, depression, numbness, paraesthesia hand, smoker, menorrhagia and pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, right salpingectomy and laparoscopy, left tubal ligation, distal left salpingectomy,hysteroscopy laparotomy,, partial omen). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure (ess205). The reporter commented: patient had surgery to remove the essure implant due to unspecified injuries. Trailing coils- right-3, left-2. Operative date: (B)(6) 2006. Procedure performed: laparoscopy, left tubal ligation, distal left salpingectomy, hysteroscopy laparotomy and partial omentectomy . Date of procedure: (B)(6) 2015. Davinci assisted laparoscopic total hysterectomy, for uterus under 250g laparoscopic total salpingectomy right side . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure". Prosthesis migrated/ essure device was located embedded in the omentum') and menorrhagia ('menorrhagia') in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The patient's medical history included chronic cervicitis, anxiety, depression, numbness, paraesthesia hand, smoker, menorrhagia and pelvic pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (davinci assisted laparoscopic total hysterectomy, right salpingectomy and laparoscopy, left tubal ligation, distal left salpingectomy,hysteroscopy laparotomy,, partial omen). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the device dislocation and menorrhagia outcome was unknown. The reporter considered device dislocation and menorrhagia to be related to essure (ess205). The reporter commented: patient had surgery to remove the essure implant due to unspecified injuries. Trailing coils- right-3, left-2 operative date: (B)(6) 2006 procedure performed: laparoscopy, left tubal ligation, distal left salpingectomy, hysteroscopy laparotomy and partial omentectomy . Date of procedure: (B)(6) 2015 davinci assisted laparoscopic total hysterectomy, for uterus under 250g laparoscopic total salpingectomy right side . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 1-dec-2020: pfs received. Events "essure device was located embedded in the omentum" was added. Reporter information and medical history were added. New event added: menorrhagia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("she had surgery to remove the essure implant") in a female patient who received essure (ess205). On an unknown date, the patient started essure (ess205). On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (surgery to remove the essure implant on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: patient had surgery to remove the essure implant due to unspecified injuries. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had surgery to remove the essure implant due to unspecified injuries. Medical device removal is anticipated according to the reference safety information for essure. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.